Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. The complaint was not confirmed as no evaluation results are available. MDR is being submitted as a result of a retrospective complaint review

Event description:
Dealer went to service the concentrator and noticed that the intake filter was melted. The baffle assembly was also melted.